Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The event code was cleared from the memory of the device and thereafter did not return. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Manufacturer narrative:
Stryker further evaluated the event and found the issue related to software version 109 which has an additional h-bridge test when powering on the device. If the user initiates a self test immediately after turning the device on the device attempts to perform 2 h-bridge tests at the same time which will cause the user test to fail and the service light to come on. When the user test fails error codes a034 & a036 or a51e are logged in the device. Performing 2 h-bridge tests at the same time does not cause any damage and the device is still operational with the service light lit. When the power is cycled the service light is cleared and the device will pass the user test when initiated a few seconds after power up.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no patient involvement reported with the event.